Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited high out of range pacing impedance measurements. The lead was surgically abandoned and replaced, the device remains in service with the new lead. The local area field representative was contacted for additional information, however no further information was available. No additional adverse patient effects were reported.